Manufacturer narrative:
This MDR is related to ge healthcare (B)(4). The ge service rep verified the fluoro function pcb reboot in the error logs. He flashed and reloaded the nodes. He repaired the loose collimator motor screws. The system is working as intended.

Event description:
The customer reported that the system displayed an intermittent black image. The c-arm was rebooted to clear the problem. Also one collimator blade was no moving into the field. No pt injury was reported.